Event description:
It was reported that pump issued malfunction alarms labeled alarm 2 followed by alarm 26, and no further details about circumstances were provided. There was no reported impact to the customer¿s blood glucose level. Customer temporarily used multiple daily injections. The customer change the infusion set and cartridge to resolve the issue.